Event description:
It was reported that a set with cassette leaked. The patient reported that the back of the cassette was wet. This event occurred during priming of peritoneal dialysis therapy. The technical service representative advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.